Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pressure rated ext set, IV connector line was loose. This occurred on 6 occasions. The following information was provided by the initial reporter: the connection of mz5303 to terumo's infusion line becomes loose.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-22. Investigation summary: (B)(4) mz5303 samples were received for investigation with two opened packages from lot 20065733 and the protective caps in place. Further information provided by the customer indicates the insecure connection was identified whilst the mz5303 samples were connected to a terumo infusion set. A visual inspection of the samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting each sample to a 10ml bd luer slip syringe and to a 50ml bd plastipak luer lock syringe from retained stock, and flushing with fluid; all the connections between the syringes and the received samples were secure and no inadvertent disconnection was observed during testing. Furthermore, the male luer component of each sample was connected to a three-way tap from retained stock; the connection was secure in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065733 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer's experience in this instance. There were no issues identified during testing of the returned products and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. In this instance the connecting product in clinical use at the time of the incident was not available for investigation; therefore it was not possible to confirm if this may have contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.

Event description:
It was reported that pressure rated ext set, IV connector line was loose. This occurred on 6 occasions. The following information was provided by the initial reporter: the connection of mz5303 to terumo's infusion line becomes loose.